Manufacturer narrative:
Initial and final MDR (B)(4).- device 2 of 2. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusions set tap not sticking event on 23-may-2024. It came off during shower. Non-serialized product being replaced. No further information available.